Event description:
New information noted the right ventricular lead had additional instances of noise. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular lead was sensing noise. The patient was in stable condition. Further information was requested, but not provided.